Event description:
It was reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and determined the image processing computer needed to be replaced, but no conclusion can be drawn as repair info is not available.